Event description:
The fse reported that the sys boots to 5 arrows (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated, the power supply was adjusted, and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.